Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal obstruction is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the patient experienced the following: dark-colored secretion coming from the mouth, gastric bleeding, obstruction in the small intestine, oral intake deficiency, vomiting, kinking of the jejunal tube, and gastric ulcer. The patient was admitted to the emergency department on (B)(6) 2020 and was hospitalized. Stomach ulcer was reported as not related to the peg-j tubes. Medication was administered for treatment but name of the drug is unknown. Reason for jejunal obstruction is unknown. Jejunal tube has been replaced and duodopa therapy continues. The patient was discharged from the hospital on (B)(6) 2020. The patient will be followed from home. The patient's nasojejunal tube was removed and oral nutrition started. Except for the gastric ulcer all events are reported as recovered.